Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the after restart the insulin pump they had motor error alarm. The customer¿s blood glucose level was 7.2 mmol/l. Customer stated that they had low blood glucose. Health care professional advised the customer to stop insulin pump therapy for two days. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, off no power test, basic occlusion test and prime or a33 test. The operating currents were in specification. Device alarmed motor error during bolus or basal delivery and during the rewind test, and failed the displacement test due to motor encoder signal out phase. Unable to perform a21 error test, occlusion test, excessive no delivery test and the delivery accuracy test due to motor error alarms. No unexpected time or date reset noted. Device had minor scratched display window and scratched reservoir tube window.